Event description:
It was reported that the customer was hospitalized due to low blood glucose levels. The customer's blood glucose at the time of admission was 25 mg/dl. Troubleshooting for the insulin pump could not be done at the time of the call. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.